Manufacturer narrative:
Age at time of event: about 60 years old. (B)(4). Device evaluated by MFR.:returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage. Visual examination showed damage on the shaft. It was noticed that the catheter shaft was buckled in 2 places proximal the tip. The 1st buckled area was 1.5cm from the tip and the 2nd buckled area is at 11cm from the tip. Functional testing was completed and the device functioned as designed pertaining to the rotation of the device. The buckling on the shaft causes the fluid to back up inside of the infusion sheath and causes the infusion sheath to burst proximal of the buckling. This was the case on this device. When this happens the device leaks fluid from the damaged area and the performance of the device diminishes. Buckling is usually cause by the device being pushed, pulled and torqued in the introducer sheath during the procedure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the infusion line separated. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the right superficial femoral artery. A contralateral approach was used to access the approximately 60% stenosed target lesion using a non-bsc 7fr 55cm sheath. Slight difficulty was noted while advancing the catheter. The physician continued to push on the catheter and the infusion outer catheter separated from the main catheter. The separation on the catheter happened outside of the sheath, outside of the patient's body while a portion of the catheter had been inside the patient. The device was removed and the procedure was completed. The patient was fine and there were no complications.